Event description:
The pt underwent left common iliac artery angioplasty and stent placement on (B)(6) 2016, access was the left femoral artery met by extreme amount of resistance. Multiple attempts to access. During one attempt, the guidewire unraveled from the core wire. Tip of guidewire broke off inside pt.